Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 428 mg/dl. The customer stated that they woke up feeling low blood glucose levels. The customer checked their levels and found that their meter said they were at 277 mg/dl however, the customer tested again after drinking juice and the meter read 77 mg/dl. The customer was informed to contact bayer to discuss their issues with their meter system. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.